Event description:
On (B)(6) 2024 an ilet user reported that their blood glucose (bg) was 185 mg/dl and rose to 265 mg/dl. Their bg started to drop once it reached 235 mg/dl, and they decided to take glucose tablets, thinking they would bring their bg back down. The customer care agent educated the user that glucose tablets are used to raise bg, not lower it. The agent had the user check their continuous glucose monitor (cgm) readings, which showed 277 mg/dl with a horizontal arrow. The agent informed the user that the ilet algorithm had increased insulin to bring their bg back into range and advised monitoring their bg. On (B)(6) 2024 the user called again, stating their bg was up to 305 mg/dl and asked if they should go to the hospital. The user mentioned not having a backup plan for elevated bg. The user reported they have been drinking water. The agent advised contacting their healthcare provider (hcp) regarding the plan for elevated bg, and the user stated they would contact their doctor and go to the hospital if needed. On 5/31/24 a beta bionics clinical diabetes specialist (cds) provided additional information about the event. On (B)(6) 2024 the user did go to the hospital. Before going to the hospital, the user tested for ketones and found a moderate amount. At the hospital, they measured the user's fingerstick glucose, tested for ketones, and performed other tests to check for infections, but found no cause for the elevated glucose. The user was informed that they were dehydrated and needed to drink more liquids. No other treatment was provided.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The last cartridge and infusion set (teflon cannula) changes prior to the event date were logged on (B)(6) 2024 at 12:01 pm and 10:02 pm. The cartridge and infusion set were replaced on the reported event date of 2024-05-29 at 10:55 am and 10:49 pm. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. The hyperglycemic event was likely caused by repeated failed infusion sets. The user's misunderstanding of how to respond to hypoglycemia and hyperglycemia likely contributed to the severity of the event.